Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the filter cracked and leaked keytruda chemotherapy medication onto the patient. The customer further stated that there were no adverse effects caused to the patient from the event.